Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, wall power adapter and usb cable. There was no reported adverse impact to the customer. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad, wall adapter and usb cable.